Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)- incomplete. The expiration date is currently unavailable.

Event description:
It was reported by the affiliate that the reported product was used for suturing the meniscus on (B)(6) 2018. When the needle was inserted, it was found that the cannula in question had been broken. It was brand new and the first use when the issue occurred. The surgery was completed without a delay. There was no harm to the patient. The surgeon commented that the insertion portal might have been too small. Additional information provided via e-mail on 5-9-2018: the broken part was the needle. It is unspecified when the breakage was occurred. The surgeon noticed the breakage when the needle was inserted into the joint. No broken fragments inside patient joint were reported. Nothing was left inside patient body. The device is not available to be returned.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Corrected data: device manufacture date.